Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the duodenovideoscope exhibited a hole at the distal end. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a gap in adhesive area between server plug-in (z-block) and distal end, adhesive around light guide (lg) lens has a crack and adhesive around objective lens has wear. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction, a hole at the distal end, was due to the loss of water tightness. Additionally, the malfunctions identified during the investigation is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.